Event description:
The customer reported a flogard pump with a battery - damaged. It is unknown when this event occurred. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported a flogard infusion pump with a damaged battery. The reported problem was confirmed and reproduced by technical services on site. The cause was determined to be a defective battery and the battery was replaced to resolve the problem. A service history review revealed no previous service events were related to the reported condition.